Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 540 mg/dl at the time of incident. Customer' also reported blood glucose level was of 543 mg/dl. Customer stated they received new replacement insulin pump and they already programmed it and started using insulin pump. Customer mentioned that he was not able to successfully change his entire set. It was found that the reservoir and tubing were not successfully installed in the insulin pump.it was unknown whether he customer using auto mode feature at the time of reported high blood glucose incident. Insulin pump will not be returned for analysis.